Event description:
Philips received a complaint on an intellivue microstream extension indicating that during onsite repair by a field service engineer (fse), it was identified that there was no sound from the module. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and verification of all connections. The results of the analysis confirmed that there was no sound from the module. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty power board. The issue was resolved by replacing the power board. After repair, the device was confirmed to be working, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.